Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, without duplicating the report. The battery was not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.